Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: when the vessel retracted into spleen when being taken, and the surgeon was unable to cauterize or grab the vessel, what instrument was being used? The harh36 or the cautery that was used to complete the procedure? Surgeon always uses harh45, never 36, not other energy device was used. Ir came into room and not sure what they did (I can get specifics monday if needed), but 3+ hrs later they got bleeding under control.

Event description:
It was reported that during a laparoscopic sleeve procedure, the doctor wasn't happy with the harmonic 7 as it didn't seal the last gastric vessel in the case. There were no patient consequences. Case completed by using cautery. One device was discarded. Hours later the patient had a history of portal hypertension and required an emergency splenectomy after the procedure. Patient in ICU.

Manufacturer narrative:
(B)(4). Sales rep advised that patient died on (B)(6) 2015. What was cause of death indicated in report? Secondary infection in the ICU can we obtain a copy of the autopsy report? No if no autopsy was done, what is the hospital attributing the patient's death to? Secondary infection what other patient factors/events contributed: (1) portal hypertension? This was a big factor; (2) post-op complications from 2nd procedure (splenectomy)? Secondary infection; (3) co-morbidities? Did the patient have a health reason that contributed? No.